Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient treated with meropenem (dose, frequency, duration and route not reported) for peritonitis. The patient was recovered from this peritonitis event. On an unreported date this year, dianeal therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.